Event description:
It was reported that the pump module started smoking at iui connectors. It was observed that there was a dried fluid inside the lip of the female iui connector involved as well as on the side of the module and also noted a browned (burnt) area on the top of the module. Because of this, new pcu and lvp were obtained and involved devices were sent to biomed. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation.

Event description:
It was reported that the pump module started smoking at iui connectors. It was observed that there was a dried fluid inside the lip of the female iui connector involved as well as on the side of the module and also noted a browned (burnt) area on the top of the module. Because of this, new pcu and lvp were obtained and involved devices were sent to biomed. There was patient involvement but no harm.